Event description:
In this event, it was reported that a carbide bur separated during treatment; the separated piece was retrieved. The patient was cut on their upper lip. The doctor treated the cut with a prescription volon a salve.

Manufacturer narrative:
Per condition #1 of exemption (B)(4), events meeting the definition of a serious injury are required to be reported. Therefore, medical intervention was necessary to preclude permanent damage in this event, it does meet the criteria for reportability per 21 cfr part 803. Evaluation of the returned device revealed it was within specification. Also, a DHR review was conducted with no discrepancies noted.